Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned sample included the hemostasis sheath and carrier tube. The device was visually inspected and was in used condition. The carrier tube and sheath were separated and had been cut apart. The carrier tube was returned fully rear locked, and the suture had been cut. The collagen and a perclose stitch were also returned. Two (2) videos were also received showing that surgical intervention was performed and the blue perclose stitch was removed. The carrier tube and hemostasis sheath were returned disassembled and cut apart. The complaint was confirmed. The exact root cause cannot be determined. The likely cause was determined to have been a withdrawal issue due to entanglement with a perclose stitch. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effcets analysis (fmea).

Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E3: occupation: unknown. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the pad patient received angioplasty and atherectomy to the leg. Upon deployment of the angio-seal (perfect technique), after the second click and the removal of the sheath, the sheath would not move. A cutdown commenced and it was discovered that the sheath of the angio-seal was caught on a blue perclose stitch (which is also included in the sample). The angio-seal was removed from the artery, and a surgical closure was completed. The patient experienced no hematoma and there was no harm to the patient. The estimated blood loss was less than 250 cc. Additional information was received on 25jul2025: a pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The deployment was perfectly performed. When withdrawing the angio-seal device, the sheath got stuck/would not move from artery. A cutdown commenced and it was discovered that the angio-seal sheath was entangled in a perclose stitch (the operator was not aware of previous intervention/perclose closure). No other demographics are available.